Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported "one way valve was allowing air into the implant". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: valve leak and/or damage: no observed valve damage. Additional observations: crease flat observed on the device. No further actions are required as the device was received out of its sealed package.

Event description:
Healthcare professional reported "one way valve was allowing air into the implant". Device was not implanted.